Manufacturer narrative:
The customer was provided with a quote for evaluation; however, philips was not authorized to service the unit as the customer rejected the quote. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
Report date: 27aug2021. (B)(6),

Event description:
The customer reported that the touchscreen does not work. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair.